Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump also passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error while priming the pump. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer does not recall any significant events leading to the motor error issues. The customer was unable to prime the pump while on the phone. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.